Event description:
It was reported that the user experienced hypoglycemia while using the ilet system and requested guidance on settings to reduce further low glucose events after a recent weight setting adjustment by the prescriber. Symptoms included a documented low glucose of 69 mg/dl for approximately five minutes, with awareness of device low and urgent low alerts and no loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose, no need for assistance, and no medical intervention or hospitalization. Investigation included complaint intake, user education and troubleshooting regarding device use and the impact of clinical settings, and outreach to a trainer for follow-up. Investigation of this case revealed that the device generated expected hypoglycemia alerts and that the cause of the low glucose was unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.